Event description:
The pt had a right heart cath and biopsy. When the biopsy forcep was withdrawn, it was noticed under cine that the jaw portion of the forcep remained in the right ventricle. The jaw portion was left in the pt. The pt is in good condition.